Event description:
A malfunction alarm, specifically malfunction code 16, was reported. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump needed replacement and was set to use multiple daily injections (mdi) as a backup therapy. Tandem technical support arranged for the pump to be replaced and instructed the customer to allow the battery to deplete before returning the problematic pump using a prepaid label and return box.